Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the instructions for use (IFU) is being implemented. The detection method is described in chapter 3 preparation and inspection of the gif-1200n operation manual. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor drainage. The issue was found during an unspecified diagnostic procedure, which was completed without specifying the device used. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned and evaluated by olympus. In addition to the findings in b5, the evaluation found the customer's allegation was confirmed due to the clogging of the nozzle; water removal ability does not meet the standard value. Also, the evaluation found the following: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on the bending section cover had a chip. Adhesive on the bending section cover had a white-clouded area. The paint on the air/water cylinder was peeled. The paint on the scope cylinder was peeled. Switch 1 had a scratch. Switch 4 had a scratch. The connecting tube had a dent. The foreign material clogging the nozzle has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of pre-cleaning, the air/water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.